Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by wierd p. Zijlstra, hugo c. Van der veen, inge van den akker-scheek, mark j. M. Zee, sjoerd k. Bulstra and jos j. A. M. Van raay.

Event description:
Information was received based on the journal article, ¿acetabular bone density and metal ions after metal-on-metal versus metal-on-polyethylene total hip arthroplasty; short-term results." The aim of the present study was to set up a randomised clinical trial to evaluate periprosthetic acetabular bone density and serum metal ion levels in mom cementless tha, compared to mop cementless tha. The study included patients experiencing non-inflammatory degenerative hip joint disease including osteoarthritis, avascular necrosis and traumatic arthritis, aged between 45 and 75 years. Two patients with metal-on-poly implants were identified in the article, who exhibited evidence of bone resorption.